Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited skin necrosis and erosion. All available information indicates that as of this time, the right atrial (ra) lead was surgically abandoned. Additional information indicates that erosion was observed as the remnant lead was exposed from the skin. No additional adverse patient effects were reported.